Manufacturer narrative:
G4: premarket / 510(k) #: k222568.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the superficial femoral artery (sfa). The opticross 18 imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the device wrapped around with a non-boston scientific guidewire and needed to be removed entirely. The procedure completed using an alternate method. There were no patient complications.

Manufacturer narrative:
G4: premarket / 510(k) #: k222568. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the imaging window was kinked. Microscopic inspection revealed the guidewire exit port was lifted but the distal section of the tip was in good condition. The functional test showed a test guidewire was inserted, and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the superficial femoral artery (sfa). The opticross 18 imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the device wrapped around with a non-boston scientific guidewire and needed to be removed entirely. The procedure completed using an alternate method. There were no patient complications.